Manufacturer narrative:
(B)(4). D10: 802403605 item name zb 12/14 cocr frdm 36mm x +6 lot # 3043157. G2: foreign: australia. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately two years post implantation due to peri-prosthetic fracture. There is no additional information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. No product was returned. However, pictures were provided. A visual examination of the provided pictures identified that the stem was explanted and covered in bio-debris. The tip was bent, likely from the fracture as seen in the x-rays. No further evaluation can be made from the provided pictures. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: comminuted and displaced periprosthetic fracture of the proximal left femur as noted. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. However, as the liner and shell part and lot numbers were not identified, it is unknown if the entire construct is compatible. Although this issue was confirmed based on the provided x-rays, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.